Manufacturer narrative:
Concomitant medical products: product ID: 0157, lead implanted: (B)(6) 2003. Product ID: 4469, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was causing extra-cardiac stimulation resulting in hiccups. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the (B)(6) registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.